Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05949. On 06/11/2013, the pt underwent a trial procedure and received two leads. Post-op, the pt began to experience painful sensations all over his body, shortness of breath, and pressure in his chest. As a result, both leads were removed. Removing the leads resolved the pt's issue(s).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.